Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable results from one patient sample tested for ise indirect na, k, ci for gen.2 sodium on a cobas 8000 ise module. The initial sodium was 126 mmol/l and was reported outside the laboratory. It was repeated on the same analyzer and line with a result of 118 mmol/l. It was repeated on the second line on the analyzer with a result of 137 mmol/l. The sample was tested on another analyzer, resulting as 140 mmol/l; this result was sent as a corrected report. The patient was not adversely affected. The sodium electrode lot number was t84 with an expiration of 05/01/2017. The field service representative found the sample syringe was dripping from the bottom. He tightened the syringe seal assembly. The customer ran calibration and quality controls that met the laboratory's guidelines. The customer performed precision testing with good results. The customer has not had a re-occurrence of the issue and stated the system has worked fine since the service visit.